Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with red heart and red battery alarms, and the pump was not able to maintain the fixed speed. The patient was connected to the mobile power unit (mpu) during this event and when they switched to battery power the pump ramped up to normal values. The patient was admitted and log files were downloaded. At 07:30am the pump wasn't able to maintain the fixed speed and the controller did not receive external power. The internal battery was active but the pump did not ramp up again. When switched to external battery support the device again reached the fixed speed and operated normally. The patient felt fine and was absolutely stable. Pump reset due to suspected power loss on mpu.

Manufacturer narrative:
Section d10, h3: additional information manufacturer's investigation conclusions: the reported event of red heart and red battery alarms while connected to a mpu was confirmed during analysis. The event log file provided by the customer contained events recorded from (B)(6) 2019 to (B)(6) 2020. The information recorded on january 2 at 7:30 revealed that com a and b faults became active followed by low pump current and low power hazard alarms. The associated voltage levels indicated that the system was connected to a mpu and the mpu output gradually decreased to 0v. The pump speed also decreased to 0 rpm and approximately 4 seconds later restarted. The system was connected to 14v batteries and the low power hazard/no external power alarm resolved. The remaining data captured in the log file appeared normal. The evaluation of the returned the mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. In conclusion, the pump stop event captured in the log file and the damaged mpu power supply appeared to be related to electrostatic discharge (esd). Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. No further information was provided. The patient remains ongoing on lvas support. The manufacturer is closing the file on this event.